Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor's rear response button was not working. The response button was found to be defective. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) had a nonfunctional response button. The last pt to use this monitor did not report any deficiencies.